Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin exited the tubing during the fill tubing step. Customer's blood glucose was in the 200's (mg/dl). Reportedly, customer continued to fill tubing with more insulin and insulin was seen exiting the tubing.